Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 4th july 2018. Upon receipt at heartsine, the device could not be powered off via the on/off button, as per the reported fault. The fault was attributed to the presence of multiple insects within the device, which were observed across the membrane tail. The insects had likely entered the device via the speaker housing, as evidenced by the holes in the speaker sealant and the insects adjacent to the speaker. It is unclear when the insects had initially entered the device. However, information from the device memory shows that the last complete power cycle occurred on the 20th july 2020, which would indicate the membrane had failed after this date. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
Device will not switch off. There was np patient involved in this event.

Event description:
Device will not switch off. There was np patient involved in this event.